Manufacturer narrative:
(B)(4) the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling syringe broke at the filling port of an infusor device. The customer stated that the broken syringe was caused by the filling port. There was no patient involvement. No additional information is available.